Event description:
Related to MFR#: 2183959-2015-00182. It was reported that following the implantation of an elevate anterior graft the patient experienced moderate de-novo difficulty emptying bladder. She "failed repeat bladder void trial prior to hospital discharge; patient instructed to perform intermittent straight cath post discharge." The patient was evaluated on (B)(6) 2015, "bladder scan 700ml, unable to void." On (B)(6) 2015 "catheter reinserted, left in place." On (B)(6) 2015 "200cc instilled; patient due to void; (B)(6) 2015 taught self-cath; 300cc instilled; catheter removed." On (B)(6) 2015 the patient was "reinstructed in straight procedures" and on (B)(6) 2015 a foley catheter was placed, the patient was instructed to return to clinic in 5 days and antibiotics were also prescribed. On (B)(6) 2015 the patient returned for a voiding trial; "voided ~50ml, residual 136 on bladder scan." The patient was given "more time with self cath at home." The event is considered recovering/resolving (adverse event is improving) as of (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that on (B)(6) 2015 the patient was evaluated at an unscheduled office visit regarding her urinary retention. Her sling was "loosened in clinic" and medication was administered. On (B)(6) 2015 she was referred to physical therapy. On (B)(6) 2015 she was evaluated "10 day post sling loosening; patient to continue monitoring voiding" and the event was considered not recovering/not resolved (continuing) as of (B)(6) 2015. There were no further patient complications reported as a result of this event.